Event description:
It was reported that during a pacemaker system explant, the physician attempted to remove this right ventricular (rv) lead from the patient, however, the lead was severed during the attempt and the distal end remained inside the patient. It was decided to surgically abandon the remaining portion of the lead after it was noticed that the patient was experiencing a decrease in blood pressure due to a torn superior vena cava (svc). Surgical intervention was performed in order to repair the svc and no replacement system was implanted. The patient was stable and recovering in the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during a pacemaker system explant, the physician attempted to remove this right ventricular (rv) lead from the patient, however, the lead was severed during the attempt and the distal end remained inside the patient. It was decided to surgically abandon the remaining portion of the lead after it was noticed that the patient was experiencing a decrease in blood pressure due to a torn superior vena cava (svc). Surgical intervention was performed in order to repair the svc and no replacement system was implanted. The patient was stable and recovering in the hospital. No additional adverse patient effects were reported.